Event description:
Boston scientific crm received information that this pacemaker was explanted for normal battery depletion. The device was returned with no performance allegations, and no report of any adverse patient effects. Initial testing found the device did not pass the "lead impedance test" portion of returned product testing. The device was forwarded for detailed testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Analysis concluded the device performed normally, operating as designed.